Event description:
It was reported that the pump alarmed with no disposable alarm. The alarm had been silenced and settings were reviewed. The pump still beeping after reviewing settings. They clamped the tubing and cassette was removed. The cassette tubing was massaged and taped on a hard surface. The cassette was reattached and tubing was unclamped. Infusion restarted and no disposable alarm returned. No disposable alarm persisted. The pump had been powered down. A continuous infusion rate of 2.0 ml per hour had been programmed, with a total reservoir volume of 69.5 ml and a given volume of 22.55 ml. No patient harm or no patient injury. The event occurred while in use with patient at patient's home. The operator of the device was a health professional.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: neither sample nor pictures were received for the analysis of this complaint. The device history record of reported lot number was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.